Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that a wearable failure occurred. The probable cause was determined to be temperature out of range, environmental conditions.